Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken main tube at the distal tip. A piece measuring proximately 0.131¿ x 0.059¿ was not returned with the instrument. Components adjacent to this broken main tube do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer reported the inability to remove the fenestrated bipolar forceps instrument from the cannula and instrument that couldn't be refocused. The customer tried using the unlock key without success. Instrument was forced out by the surgeon. A fragment fell into the patient and was retrieved during the same surgery. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage noted. The joint/wrist could not be straightened due to the breakage of the main tube at the end of the instrument. The instrument was removed with the cannula; the port incision was increased to remove the instrument and the cannula. The instrument did not collide with another instrument or tool during the procedure. The first attempt to force the instrument out caused the fragment to fall into the patient. The fragment was retrieved laparoscopically. All single visible fragments are dropped and kept in visual via the camera. There was no additional surgery required to remove the fragment. There were no post-operative tests such as x-rays or ultrasounds performed to check for remaining fragments. The patient did not return to the hospital because of postoperative complications related to the retention of a foreign body. The fragment was thrown in the garbage.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.